Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the iliac artery. A 22x7022x70/10fr uni plus 75cm wallstent® endoprosthesis was selected to treat the lesion. However upon unpacking, it was noted that the end of the stent was crimped. The device was the only one available in the laboratory and was still used. The stent was reshaped and was then advanced over the wire. The stent was deployed and the procedure was completed. No patient complications were reported and the patient's status was fine.